Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized with hyperglycemia after her blood glucose reached 28 mmol/l (504 mg/dl) while wearing the pod between 5 and 24 hours. The patient experienced symptoms, including repeated vomiting, inability to keep diluted orange juice down, and difficulty breathing. In the hospital, the patient was treated with an anti-sickness medication and intravenous fluids for dehydration. The patient called the diabetes center at northern general at about 9 am and was informed to contact emergency services because of the symptoms they were experiencing. The patient stated the ambulance came about and was taken to northern general hospital. The patient remained admitted for three days and two nights before being discharged. The pod associated with the event had already been removed and replaced with a new one prior to arrival at the hospital. Additionally, when removed the patient reported the cannula being bent.